Manufacturer narrative:
Unable to confirm high bg. Usb communications inoperable due to usb pin damage. Unable to perform functional test.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated at 340mg/dl. Elevated bg levels were treated by administering a manual injection. The customer declined troubleshooting and any additional assistance from the field. The customer is being shipped a replacement pump for an unrelated issue.